Event description:
Received an electronic report from a user facility who reported the pt was unable to connect to the first connector of the peritoneal dialysis treatment lines. Also reportes was that the pt has become infected. A call was placed to this initial reporting rn. The verbal report received from the rn stated that the pt had difficulty with the connection. The pt presented to the ER on the following day. The pt had a temperature of 99.7 and reported symptons of abdomen pain and cloudy effluent. The pt however did not stay for treatment at the ER and left. On the following day, the pt presented to the clinic. At thie time, the effluent was cultured and he was treated intraperitoneally iwth vancomycin and gentamycin. The culture obtained was positive. As a result of the organisms recovered, the pt's antibiotic therapy was changed to vancomycin and fortez admin intraperitoneally. The rn reported that the pt is recovering. A sample is available.